Event description:
Healthcare professional reported right side rupture, seroma, capsular contracture bake grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture, seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture, seroma, capsular contracture bake grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening in posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. ¿ wear abrasion is observed. ¿ red particles were observed on the gel. ¿ red particles were observed on the shell. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture, seroma, capsular contracture bake grade iii. Device has been explanted and replaced.